Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient presented in-clinic with intermittent right atrial undersensing and premature ventricular contraction episodes. The patient reported palpitations, but it was unclear if the palpitations were related to the atrial undersensing. No device programming changes have been made. An x-ray was performed to rule-out possible lead dislodgement. The patient has been scheduled for a right atrial lead revision.

Event description:
New information received notes the x-ray had confirmed the atrial lead had retracted about 8 cm. The atrial lead revision was completed on (B)(6) 2017. The patient was stable during and post-procedure.